Event description:
After a surgical procedure, without pt in the operating room, the light head suddenly fell down and touched the user when he handled it to change its position. The hospital did not report any injuries. (B)(4).

Manufacturer narrative:
Maquet dispatched one service representative to the facility to evaluate the device. He replaced the broken spring arm with a new one, and replaced all similar hanaulux 3000 series spring arms in the facility. The hanaulux 3000 series has never been market in the united states. However, these systems are similar in design as some maquet lights distributed in the united states. (B)(4). (B)(4) submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.